Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a lactate dehydrogenase (ldh) of 1200, and a plasma free hemoglobin (pfh) of 50. Log file analysis did not reveal any unusual events. It was additionally reported on (B)(6) 2022 that a non-device related cause for hemolysis had not been identified. A computed tomography angiography (cta) scan did not find inflow or outflow graft thrombosis, though mild kinking of the proximal inner graft without significant stenosis was found. The patient's ldh on (B)(6) 2022 was 1427. The patient was treated with persantine thrice daily. As of (B)(6)2022 the patient's ldh was 566 and they were to be continued to be monitored. It was additionally reported on (B)(6) 2022 that the patient had increased ldh, and pfh which had been trending now but was then increasing. The patient's ldh on that day was 812 and their pfh was 30. Log file analysis revealed transient elevations in power and flow on (B)(6)2022 and (B)(6)2022 associated with pulsatility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemolysis could not be determined through this investigation. The report of a kinked outflow graft could not be confirmed as no computerized tomography scans were provided for review, and no product was returned for evaluation. Transient elevations in pump power/estimated flow associated with pulsatility index events were confirmed via the submitted log files; however, a specific cause for the change in pump parameters cannot be conclusively determined. Log files contained overlapping data spanning from (B)(6) 2021 at 17:53:13 to (B)(6) 2022 at 12:02:53, per the timestamps. Transient elevations in pump power/estimated flow associated with pulsatility index events were captured on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The pump appeared to have been operating as intended while the fixed speed was set above the low speed limit. The patient¿s ldh and plasma free hemoglobin were later reported to have increased on (B)(6) 2022. The patient was eventually discharged home in stable condition and remained ongoing on (B)(6) until they expired (refer to manufacturer report number 2916596-2022-10385). No further information regarding the event has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump speed, power, flow, and pulsatility index, and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding recommended anticoagulation therapy is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.